Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the adhesive rubber of the subject device was dirty. This occurred during inspection for use, before the patient was in the room. There were no reports of patient involvement.

Event description:
It was further reported at/before pick up, the device was just washed, rinsed, wiped and not thoroughly reprocessed.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: nozzle has foreign object. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: presumed from the provided information that the foreign material remained because reprocessing deviated from IFU. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in gif-q150 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif-q150 series reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.